Event description:
It was reported, that the camera head had an e224 error. The issue was found during preparation for use. There were no reports of patient harm as a result of this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: a bad cable unit connector due to random component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the camera head had an e224 error. The issue was found during preparation for use. There were no reports of patient harm as a result of this event.